Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check (puc). The service engineer found that the air gas module was defective and replaced it. The defective gas module disappeared during transport. On january 04, 2021, the failed flow transducer test indicates a problem with the air gas module. The date of event will be updated accordingly. The days after were clinical alarms generated showing both leakage and problems that can be related to the reported air gas module. The last successful puc passed 16 months earlier and it is recommended to always perform a successful puc prior to ventilation. If problems with an gas module occurs, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no faulty part was received for investigation, the cause for reported failure could not be determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).